Event description:
A surgeon reported failure of air substitution that occurred when performing (fax) fluid air exchange during a retina procedure. The product was replaced and the procedure was completed without consequences to the patent.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).